Event description:
Related to MFR report #s 2183959-2012-01908 and 2183959-2012-01909. On (B)(6) 2010, an elevate anterior graft, was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff¿s attorney that ¿as a result of having the product implanted¿ the plaintiff has ¿suffered from serious bodily injuries, including but not limited to, extreme pain, mesh erosion and chronic infections. It was additionally alleged the ¿plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has and may undergo corrective surgery or surgeries¿ and other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.